Manufacturer narrative:
Additional information received on (B)(6) 2020, indicated that the patient underwent bilateral removal and replacements as follow: right replaced with cat#: 3502375, sn#: (B)(4) and left replaced with cat#:3502375, sn#: (B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the device, an area of siltex cracking was observed on the posterior view. In addition, a tear measuring approximately 0.6 cm was observed within the siltex cracking area. The evaluation determined that the rupture is consistent with the siltex cracking. Breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor siltex round moderate profile 375cc saline breast implant,cat#: 3542660 sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor siltex round moderate profile 375cc saline breast implants which the left side deflated after implantation. Patient states on (B)(6) 2019 she woke up and implant felt soft and appeared flat. The issue was confirmed by the physician. As a result patient had the implant removed on (B)(6) 2020.